Manufacturer narrative:
Cmp-0876927 this follow-up report is being submitted to relay additional/corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01228-1, 0001825034-2023-01627, 0001825034-2023-01628, 0001825034-2023-01631. D10: medical products: item#: 180556, comp lk scr 3.5hex 4.75x45 st; lot#: 942790, item#: 180556, comp lk scr 3.5hex 4.75x45 st; lot#: 922110, item#: 180555, comp lk scr 3.5hex 4.75x40 st; lot#: 962390, item#: 115400, comp rvs cntrl 6.5x50mm st/rst; lot#: 343310. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product were not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a shoulder arthroplasty on an unknown date. The patient underwent a revision surgery over a year and a half ago due to fractured screws. Subsequently, the patient underwent a second revision surgery due to fractured vrs screws. Patient was implanted with a shoulder hemi. This is the third revision surgery and second surgery due to fracturing of implants.

Event description:
It was reported that the patient underwent a second stage revision procedure. Subsequently, the patient underwent a revision procedure due to fractured screws approximately four (4) months post-implantation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01228-2. 0001825034-2023-01627-1. 0001825034-2023-01628-1. 0001825034-2023-01631-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed via provided radiographs. No devices were returned for examination. Upon hcp review of the provided radiographs, it was identified that there were multiple glenoid implant screws fractured, with possibly one screw intact superiorly. The glenoid implant is displaced from the glenoid. There is not dislocation seen. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01228. D10: medical products: item#: unknown, unknown screw; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to the implant fracturing. This is the patient's third revision surgery and the second time the patient has been revised due to an implant fracturing. Multiple attempts have been made to obtain additional information. No response has been made at this time.